Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states not to exceed the rbp. In this case, the graftmaster was inflated to 20 atms. It is unknown if the exceeded rated burst pressure contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x28 mm xience sierra referenced is filed under a separate medwatch report #.na

Event description:
It was reported that this was a percutaneous coronary intervention in the left anterior descending (lad) coronary artery. This patient was a prohibitive risk for any surgical intervention. At the beginning of the coronary procedure, an impella device was placed. Orbital atherectomy was performed in the lad. The 3.5x28 mm xience sierra stent was deployed at nominal pressure. A non-compliant 4.0 balloon dilatation was inflated to 16 atmospheres and resulted in a perforation in the mid segment of the xience stent. Balloon tamponade and emergent pericardiocentesis was performed to stabilize the patient. Epinephrine pushes were administered to maintain blood pressure along with aggressive hydration. The patient was moving and was thus paralyzed and intubated for safety reasons. The 3.5x19 mm graftmaster stent was implanted in the distal segment of the xience stent and inflated to 20 atmospheres. There was inadequate wall apposition of the graftmaster with evidence of continued perforation and extravasation. A non-compliant balloon was inserted, but was unable to be delivered. The guide catheter was replaced with another guide catheter. A guide liner was inch-wormed into the mid lad. A 4.0 mm nc balloon was able to perform post dilatation of the graftmaster at nominal pressure. There continued to be extravasation of blood into the pericardium due to the malapposed proximal part of the graftmaster. A 4.0x38 mm xience sierra stent was placed in overlapping fashion to the graftmaster stent. The overlapped segment was postdilated and the perforation was sealed. The patient was started on an epinephrine drip, dobutamine drip, and phenylephrine drip with boluses of phenylephrine. Aggressive hydration and three units of blood transfusions were administered along with bicarbonate, magnesium, and potassium. The cause of the patient's low blood pressure was unable to be identified. Due to the poor prognosis, the patient's family decided to remove him from the ventilator and the impella device. The patient expired shortly after from cardiac arrest. An autopsy was not performed. No additional information was provided.